Event description:
Dexcom g6 sensor inaccuracy: 7:28am g6 reading 115, finger stick reading is 90. That is a mard of 27.8%, which is outside the allowed 20% range. Inserted (B)(6)2024. Activated on (B)(6)2024.

Event description:
Additional information received from the reporter for a report number mw5162100 on 11/01/2024. Dexcom g6 sensor inaccuracy: 7:33am g6 reading 122, finger stick reading is 155. That is a mard of 21.3%, which is outside the allowed 20% range. Activated on (B)(6) 2024.